Event description:
Allegedly subsequent subsidence of component. Per surgeon, this will require revision at some time, but pt is doing well enough, she does not want surgery yet.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in the package insert. This report will be amended when the investigation is completed. This is the same event as 1043534-2007-00009, 00010, 00011.